Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported shaft separation was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to design, manufacture, or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous mid circumflex (cx) artery. The 3.0x23mm xience v stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy, and the proximal shaft separated. As the separation was on the proximal end of the shaft, the sds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The patient is being medical managed. There was no additional information provided.